Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarms.

Event description:
The customer reported via phone call the insulin pump received motor error alarm during bolus. The customer¿s blood glucose level was 58 mg/dl. Customer¿s other relevant blood glucose level was 235 mg/dl. Customer stated that the insulin pump was exposed to high magnetic field. Customer was able to clear the motor error alarm and also customer was able to complete insulin pump rewind. Customer performed displacement test and result shows no reservoir detected. Customer also stated that the insulin pump had low reservoir and they experienced high blood glucose level. Customer ate jelly beans to treat high blood glucose level. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.